Event description:
Customer reported a cartridge alarm 30 occurred during the load process. The customer attempted to replace the cartridge but continued to experience the alarm, indicating unresolved issues with the pump. Unfortunately, there was no report on whether the customer's blood glucose level was adversely impacted. The pump was determined to be out of warranty, and the customer will purchase a new pump as a resolution.